Event description:
It was reported during a laparoscopic cholecystectomy while using 511sd trocar the flapper valve seal came off and fell into the abdomen. The surgeon was able to remove the seal from the abdomen. The case was completed with the same trocar.